Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during 9 of 10. The baxter technical representative (tsr) explained the alarm. There were no unused lines open, the home patient (hp) did not disconnect. There were no leaks. The tsr had the hp cycle power and se2367 occurred. The tsr had the hp cycle power and assisted to retrieve the cassette. The hp is to follow up with the manual exchanges. The tsr advised the hp to let registered nurse (rn) know about the alarm. There was no patient injury or medical intervention indicated at the time of the initial report. This writer contacted care giver (cg) on (B)(6) 2011 regarding the reported problem. The cg stated they did not finish the therapy with manual supplies, because the home patient (hp) was towards the end of their therapy anyway. The cg stated they did talk to their registered nurse (rn) regarding the alarm, and the rn told them it may have been due to some sort of malfunction or kink with the cassette because there were no leaks found or air bubbles within the set. The cg stated the hp is fine. They have been continuing therapy without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint for a system error 2240 (air in set) was not confirmed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter found that similar reports have been received for the reported problem.the root cause investigation is in progress through renq-CAPA-(B)(4).